Event description:
The customer reported that during a routine check of the unit, the "iab" became perforated with a possible blood contamination to the unit. The pt went into cardiac arrest; the medical staff performed CPR and the pt was revived. A new "iab" was inserted and theapy was continued. Several hours later, the pt expired.